Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. The device records multiple self-test fails due to a low battery between the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups of under one minute duration up to and including the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to capacitor failure. This resulted in a short circuit which caused the installed pad-pak to blow its fuse and would account for the device failing to power on. The functionality of the circuit is tested before dispatch from heartsine it is therefore concluded the component failed after dispatch. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.